Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wireless recharger (wr) doesn´t work correctly. The wr was placed in the charging base but the charging led lights doesn't light. After a few seconds, the amber led turned on and turned off. Error 3169 appeared in the patient programmer. There were no factors that may have led or contributed to the issue. The charging base was connected to the ac/current socket and it was observed that the base connection led indicator lit up correctly. The wr was placed in the base to recharge for 6 continuous hours, but the wr did not receive a charge. The charging led did not turn on. A hard reset of the wr was performed and after that, the wr worked well, but after a few minutes, the amber led and the same error appeared again. They completed a hard reset of the wr again many times but the wr did not work correctly. The issue was not resolved. A replacement wr was requested. There was no injury as a result of this event.

Manufacturer narrative:
H3. Analysis of the wireless recharger (s/n: (B)(6)) found service code 4100 was observed in logs but this issue does not impact the functionality of the wireless recharger. In addition, the complaint was unverified. No visual anomalies were identified. The wireless recharger was reset and the device passed integration test. It charge the implant to 25% without disconnecting, power button work fine, and the wireless recharger charge to 100% overnight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.